Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. The patient used 200u insulin which is off label use of device. No impact to the patient's glucose level was reported. As treatment, the patient stated they will use their back up method.

Manufacturer narrative:
The device has been received, however an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.1.0. Cloud - operating system 26.1. Cloud - hardware iphone 15.4. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 2 upon download, indicating that the pod was first activated during the investigation. Inspection of the pod found no indication of the user having attempted to fill and activate the pod. No gouge marks or puncture holes were observed in the fill septum that would indicate an attempt was made to fill the reservoir and awaken the pod. The needle could not have deployed early as reported as the needle was not deployed.